Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: a1, a2, a3, a4, a5, a6, b1, b2, b6, b7, h1, h2, h6, h11. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was delayed by 25 minutes. When the internet and power came back on, they were unable to get the power back on. The patient handled the conversion well. The patient demographic information was provided. Patient returned to the emergency department (ed) on (B)(6) 2025 for severe abdominal pain, nausea and vomiting. The patient's blood work showed elevated liver enzymes, and they were admitted to a med. Surg. Nursing unit for 3 days. The patient was seen by a gastroenterologist after discharge on (B)(6) 2025. Transaminases and bilirubin were starting to come down. The gastroenterologist felt this could have been secondary to anesthesia because it took 4 hours for the surgery. The surgeon stated the patient tolerated the conversion to a standard laparoscopic procedure well, and they did not place any additional ports. It was reported the hernia mesh was already placed robotically, and the peritoneal flap closure was completed using standard laparoscopic approach. The surgeon stated there were no post-operative complications and the patient's readmission on postoperative day 3 was unrelated to the reported event. It was reported the patient was discharged home and is doing well. Additional section a demographic information: body mass index (bmi): 26.1 kg/m2. Height and unit (cm/inches): 5 ft. 11 in.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse successfully reprogrammed the tower to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that there was a power outage in the hospital, and the system would not complete the power-on self-test. The customer attempted a power cycle before calling but was unsuccessful. The customer then performed a hard power cycle on the system, which resulted in the system coming back up with a 40096 error. The customer was unable to access the pop-up logs, and the system logs were not available. Consequently, the customer put the patient side cart (psc) into manual mode to undock and complete the case laparoscopically.